Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump was returned with the insulin sensitivity factor (isf) set to 1u:40mg/dl at 00:00 and 1u:30mg/dl from 04:00 to 20:00. An ezbg bolus was manually calculated using actual blood glucose (bg) 170mg/dl, blood glucose target (bgt) 120mg/dl, and isf of 40. The pump correctly calculated the same 1.25units. The pump¿s bolus calculation feature was found to be functioning normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not calculating boluses correctly and wanted to check if the insulin sensitivity factor was correct in the pump. The call was disconnected at that time. Animas attempted to contact the patient back to conduct troubleshooting but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.